Event description:
On hold for sh, 06/10. It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and urethral atrophy. As a result, the cuff was explanted and replaced with a smaller one. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100768520 model/catalog description: balloon unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100724268 model/catalog description: pump unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.